Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not explanted.

Event description:
It was reported to nevro that the patient's battery site developed wound dehiscence. The wound site was cleaned and there have been no reports of further complications regarding this event.